Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary, (B)(4): the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a hemorrhagic stroke which required craniotomy and it was stated that the patient survived. It was also stated that on (B)(6) 2018 the patient was conscious and was able to answer name but has paralysis. It was suspected that the hemorrhagic stroke could be caused by infected aortic aneurysm originated from infectious endocarditis (ie). The patient is a participant in the japan bridge to transplant trial clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient died due to the neurological event. It was stated that the device would be explanted.

Manufacturer narrative:
Correction: date of death. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further stated that the patient was re-hospitalized on (B)(6) 2018 and had a cerebral hemorrhage while she was being treated with anticoagulant therapy and died.

Manufacturer narrative:
Event description updated with correct date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a hemorrhagic stroke which required craniotomy and it was stated that the patient survived. It was also stated that on (B)(6) 2018 the patient was conscious and was able to answer name but has paralysis. It was suspected that the hemorrhagic stroke could be caused by infected aortic aneurysm originated from infectious endocarditis (ie). The patient is a participant in the japan bridge to transplant trial clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the hvad pump ((B)(4)) was returned for evaluation. No device malfunction was reported against (B)(4); the refore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation confirmed that the hvad pump ((B)(4)) met all requirements for release. Review of log files was not performed since log files covering the reported event date were not available for analysis. Failure analysis of the returned pump revealed t hat the device passed visual examination and functional testing. Dimensional verification revealed that the back-preload measurement, rear housing disc curvature, and front housing disc curvature were found to be deviating from specifications. Given that the pump met specifications prior to release, these deviations were likely a result of a clinical challenge to the pump. Internal pathological report revealed no evidence of thrombus within the device. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.